Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 550.320.666.0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. Patient involvement is unknown. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550.320.666.0000 was confirmed by service. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00.